Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx2 bifurcated with an afx infrarenal and suprarenal were implanted to treat an abdominal aortic aneurysm. The 1 year post operative CT showed the presence of a type ia endoleak. A re-intervention was performed on (B)(6) 2018 where an aortic extension was placed at the level of the renals successfully achieving seal. The patient is reported as stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical evaluations was able to find substantial evidence to confirm the reported endoleak type ia. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable. Additionally, the clinical assessment determined that there was evidence to reasonable suggest rupture occurred that were not included in the event as reported. The rupture was discovered on (B)(6) 2018 during review of the 13month post implant CT scan. Device was not returned, therefore, sample evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.